Manufacturer narrative:
Returned 1 vial urine specimen sample. Returned 23 devices (18 abon). Retention devices from abon. Urine strip (bayer, multistix 10sg). Action: perform 1 vial return urine specimen test with return/retention devices and urine strip test. When running the 1 vial of returned urine specimen from customer with retention and return device (n=1/each), the retention device showed weak positive and return device showed negative at the 3 - minutes read time. Diluted urine in 1:1 and the test return product, the result showed positive at the 3 - minutes read time. Urine strip test showed bilirubin +++, protein +, leukocytes ++, ketone 80, blood trace, specific gravity 1.021, ph 7.0. Patient's condition may interfere with the hcg result. There was insufficient sample to perform hcg quant. No further investigation performed due to insufficient urine specimen. Corrective action not required at this time.

Event description:
Caller alleged false negative hcg results on one patient. Results as follows: test on patient's urine sample gave negative (-) but gave a very positive result with another method, sensa hcg. Hcg value was at 200,000 to 240,000 miu/ml. When the urine sample was diluted at 1:1 and tested again on icon 25, result was positive (+). Further dilution of 1:5 gave a darker "t" line or positive (+) result. I suggested to spin the urine and test again. They did, like so, and still got a negative result. Patient's serum was tested on the icon 25 hcg and gave a positive (+) result, though. The straight, spun urine was tested on an older lot (hcg9120214, expiration date: 11/2011) and gave a trace positive (+) result.